Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had one inappropriate shock post implant due to oversensing of air bubbles. Technical services discussed programming options and to consider turning the device off if primary cannot be used until the issue is resolved. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had one inappropriate shock post implant due to oversensing of air bubbles. Technical services discussed programming options and to consider turning the device off if primary cannot be used until the issue is resolved. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.